Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported event occurred due to a failure of power supply unit and the xenon lamp. A failure of power supply unit and the xenon lamp occurred due to the following possible causes. As about 4 years has passed since the manufacture date of the device, there was possibility that the power supply unit might have been worn or accidentally damaged. Xenon lamp ended its life or accidentally malfunctioned.

Manufacturer narrative:
The olympus local service department checked the subject device and found that the power supply unit of the subject device was broken. In addition, the motor of the filter turret was noisy and xenon lamp was defective. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by customer that the xenon lamp does not work. During the incoming inspection for repair requested by the user at the olympus local service department, it was found that the examination lamp of the subject device was not ignited, and the emergency lamp did not started up. Other detailed information was not provided. There was no report of patient injury associated with the event.